Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited a loss of capture. Technical services (ts) reviewed device data and observed oversensing of atrial signals in the ventricular channel. The left ventricular automatic threshold (lvat) test revealed there was no lv to right ventricular (rv) conduction. It was noted the patient was device dependent. Ts suspected this lv lead was dislodged. Ts recommended performing a chest x-ray, reprogramming to rv only, and to revise this lv lead. At this time, this lv lead remains in service. No adverse patient effects were reported.